Manufacturer narrative:
Continuation of medical devices: product ID 388928, lot# 0211458175, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) that they felt that the device had become less effective over time. They experienced a return of incontinence symptoms. It was unknown when this occurred or what may have led to this issue. The impedance and battery were checked. On table testing showed that only electrode 1 produced a motor response at 1.0v. The system was replaced, and the issue was reported as resolved. There were no further complications reported as a result of this event.